Event description:
It was reported to philips that the device displayed a blue screen and would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot. Review of the system log file showed a disk read error in the host pc. The fse replaced the hard disk, reinstalled the software, and returned the system to use in good working order. The codes were updated based on the investigation outcome.